Manufacturer narrative:
(B)(4). Investigation - evaluation: the complaint device was not returned for an evaluation; however, a review of the complaint history, quality control (qc) and trends was conducted during the course of investigation. There are multiple quality controls in place during the manufacturing process, such as, confirming the surface of the sheath is free of excessive dents, bumps, or scratches and measuring of the inside diameter of the material. In addition, design verification testing confirms the strength requirements of iso are met. As the complaint device was not returned, a definitive root cause of the reported difficulty could not be determined. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. Per quality engineering risk assessment (qera), no further action is required at this time.

Event description:
During an overnight thrombolysis procedure on the (B)(6) year old female patient, who had 2 bilateral iliac stents/ some peripheral artery disease, the sheath got caught on the stent. As the user was trying to remove the sheath, the sheath separated. An additional stent was added in order to sandwich the pieces of sheath and secure them in the vessel. Fragments of the device did remain inside the patient's body. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.